Event description:
It was reported the customer had received a program anomaly alarm. Customer also reported an odd noise coming from their insulin pump. The customer's blood glucose was 191 mg/dl. Customer also reported a blank display on their insulin pump. Troubleshooting did not find any damage to the customer's battery compartment. It was also found the customer's display returned after troubleshooting occurred. The customer requested to have their insulin pump replaced. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.